Manufacturer narrative:
H.6 investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. This is the 4th complaint for lot # 9331136 for this type of defect or symptom. Previous complaint (B)(4). There was no documentation for this type of defect during the entire production run of this batch.

Event description:
It was reported that the bd precisionglide¿ needle clogged during use with "ethamolin 0.05g / ml used with saline solution" for the treatment of "sclerotherapy". Lot#'s 9133643 and an unspecified lot were reported to have been involved in this event, but it is unknown how many occurrences happened within each. The following information was provided by the initial reporter, translated from portuguese to english: "clogged needles were found in lot 9133643, and must be discarded without possibility of use, as they are used in the office for the treatment of sclerotherapy. It had already happened in other lots, but in a smaller volume. There was no harm to the patient. Ethamolin 0.05g / ml used with saline solution."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9133643, medical device expiration date: 2024-04-30, device manufacture date: 2019-05-14. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd precisionglide¿ needle clogged during use with "ethamolin 0.05g / ml used with saline solution" for the treatment of "sclerotherapy". Lot#'s 9133643 and an unspecified lot were reported to have been involved in this event, but it is unknown how many occurrences happened within each. The following information was provided by the initial reporter, translated from (B)(6) to english: "clogged needles were found in lot 9133643, and must be discarded without possibility of use, as they are used in the office for the treatment of sclerotherapy. It had already happened in other lots, but in a smaller volume. There was no harm to the patient. Ethamolin 0.05g / ml used with saline solution."